Event description:
It was reported to gore by the physician's assistant that a male underwent a low anterior resection for rectal cancer in 2007 with reconstruction using 29eea stapler with gore seamguard bioabsorbable staple line reinforcement material for circular staplers. The physician additionally reported gore seamguard bioabsorbable staple line reinforcement material for circular staplers was used to decrease anastomotic complications. He went on to report the pt developed sciatic-like pain and pelvic discomfort requiring transanal drainage of pelvic abscess on the following month. Additionally, he reported the symptoms did not improve and the pt required a diverting ileostomy on twenty five days later. No lot number info was provided. It was reported the pt is doing well.

Manufacturer narrative:
Additional info requested. No response to date.